Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) level was 46 mg/dl; cause of low bg was unknown. Customer consumed glucose tablets to address low bg.